Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Since we received no sample, no evaluation was performed. The device was requested for evaluation, but our sales organisation informed us that no sample was available. Without the actual device, a thorough investigation could not be performed and no specific conclusion can be drawn. If the device and/or additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been requested to be sent for evaluation from the user facility to (B)(4). A follow up report will be provided when the inspection results become available.